Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer called to report pump error 4 and 53 alarms. The customer's blood glucose reading was unknown. The customer was advised that the device will be replaced.

Manufacturer narrative:
The insulin pump received with operating currents within spec. Unit passed self-test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Formatted history file analysis confirmed software error alarm and motor communication error alarm due to software error. Device received with cracked keypad overlay at select button. Device received with minor scratched display window, case and keypad overlay.